Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal cardiovascular intervention [pci], and left heart cath [lhc] procedure, a competitors interventional coronary guidewire detached within the patient's left circumflex artery. The physician attempted to retrieve the foreign body from the patient with a vascular snare device when a fragment of the vascular snare had detached within the patients left circumflex artery as well. The physician tried to retrieve the snare fragment from the patient but was unsuccessful. The patient received additional radiation exposure during the primary foreign body retrieval attempt. Three days later, the snare fragment was successfully retrieved from the patient via another vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The definitive root cause could not be determined, but it is likely attributed to excessive and direct force during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.